Event description:
There is a hole on the right side of the 2 lexactamix bag indicated by a piece of tape. Dates of use: (B)(6) 2017. Is the product compounded: no. Is the product over-the-counter: no. Event abated after use stopped or dose reduced: doesn't apply. Event reappeared after reintroduction: doesn't apply.